Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and battery issues were verified, and additionally a different issue was identified (faulty u23).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the pump battery was "acting abnormal", however no further information was provided. The customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.